Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that twist drill, diam.1.9x94mm, wl 27mm, stryker shaft end was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by torsional overload during use. As per given information; one of the devices was a part of a variax kit (not able to determine which device it was though), this would indicate that one drill bit was multiple used. Wear, residues and discolorations are also clearly evident (even parts of the green marking came off). Please note that this drill bits is actually a single patient use item. See also the instructions for cleaning, sterilization, inspection and maintenance of (B)(4) medical devices. The close up views, done by the microscope, indicating though that the surface of the breakage is homogenous which again indicate conformity to the given specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
Two drills bits broke, and one broken part has been left in the patient. First drill bit that broke was taken out of the varaix kit and second one was sterile. Both were 1.9mm x45mm. The procedure was completed, however it is yet to be determined if the broken drill bit that has been left in the patient will move and cause irritation in the future.

Event description:
Two drills bits broke, and one broken part has been left in the patient. First drill bit that broke was taken out of the varaix kit and second one was sterile. Both were 1.9mm x45mm.